Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy. It was noted that the expected volume was 2-3 ml and the actual was 10 ml. It was reported that the prior two refills the healthcare provider (hcp) noted volume discrepancies. It was noted that the actions required as a result of the event were planned but not yet taken at the time of report included a (B)(4) study and x-ray. It was reported that the patient¿s pump was used to infuse baclofen, specifically lioresal. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that there were no symptoms associated with the event.

Event description:
It was further reported that the results from the x-ray were that of a catheter migration out of the spine and a meningocele. The cause of the discrepancy was questioned to be due to the meningocele. The patient will have a catheter revision and the meningocele correction next week. It was again noted that during the last two refills, the reservoir volume was greater than expected. They obtained 10 ml when they expected 2 ml. There was no significant loss of effectiveness.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).